Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the screw head has separated completely from the screw body, most probably because of the exertion of an important torsional force during insertion. The screw body was not returned, therefore a larger breakage surface could not be analyzed. Based on investigation, the root cause was attributed to be user related. The failure was most probably caused by an overtorque on the screw head. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
As reported: "2 of the locking screws 3mm from the anchorage foot set have not locked into the plate and the head of another screw has broken off."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "2 of the locking screws 3mm from the anchorage foot set have not locked into the plate and the head of another screw has broken off."